Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient said lightening struck near their window and they felt a sensation down their leg. Patient said they felt weird and was pale. Patient said they are not urinating like they have been. Patient said they are only urinating on their own once a day or once every 12 hours. Patient said they have to straight cath sometimes anyway. Patient connected to the ins and saw therapy screen. Patient did not see any error messages. Redirected patient to healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.